Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) a review of all batch record documents was performed on potentially associated lot numbers h12i25038, h12j01053, h12l07031, h13a24011 and h13b04045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The cause of peritonitis was related to prolonged constipation. Treatment was unknown. The consumer reported that they all wear masks and gloves. The patient was still in the hospital and recovering from the event of peritonitis.